Event description:
Following a diagnostic procedure, the angio-seal device was inserted with good hemostasis. A pre-placement angiogram was performed and the vessel appeared to be satisfactory for device placement. The inserter later reported that the angio-seal device had been correctly placed and that he had stuck the femoral nerve once during the procedure. Subsequently, the pt developed a neuropathy and lost the flexing motion in the quadracep muscle. Approx 6-8 hours later, the pt was taken to surgery where the angio-seal device was removed, along with a large hematoma. The surgeon concluded that the neuropathy or the neuropathic-type pain and weakness that the pt experienced was most likely due to needle sticks in the femoral vein during cardiac catheterization. The pt tolerated the procedure well.